Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This product is registered as a combination product.

Event description:
It was reported that the patient presented for in-clinic follow up with pause episodes recorded by a holter monitor. During isometric evaluation the right ventricular lead exhibited reproducible sensing noise resulting in pacing inhibition. Lead fracture was suspected. The lead was capped and replaced on (B)(6) 2020. The patient was in stable condition.